Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. Quality control (qc) was within range on the day of the event and calibration was acceptable. The customer observed integrated multisensor technology (imt) measurement errors and imt sample fluid detect errors during the initial testing of the patient sample. Then, the customer pressed the reset to clear the errors and ran the patient samples. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse verified the pump rate, replaced the x2 tubing, t-fitting on the waste tubing, pump head, rotary valve seal, and imt tower, aligned and adjusted the pump rate, verified the flow of consumables, calibrated imt, ran qc, which recovered acceptably, ran imt qc precision, cleaned the rotary valve holes, and observed a malfunctioned nipple for the x1 tubing on the imt tower. Next, the cse set the pump rate to normal, ran calibration, which passed, and ran five random samples and qc, which recovered acceptably. Siemens further evaluated the event and ruled out reagent issues as qc recovered within acceptable ranges. Siemens determined that fluid and air flow issues with the formation of micro clots, fibrin, or salt potentially contributed to the falsely elevated na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. The initial result was reported to the physician(s), who questioned the result. The sample was repeated on the original instrument. The repeat result recovered lower than the initial result and matched the patient's history. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na result.